Manufacturer narrative:
B3: year of event and month has been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that liquid leakage was observed at the base of the syringe connection cadd cassette connector occurred before patient use at the facility. There was no patient involvement.